Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in the left anterior descending artery. Following pre-dilatation, a 3.50x28mm synergy ii drug eluting stent was advanced but unable to cross the lesion. The device was removed and the lesion was dilated again. The device was re-advanced but the stent did not look right on the balloon due to calcification during the first attempt. The procedure was completed with a different device. No patient complication were reported.